Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: comp rvs cntrl 6.5x25mm st/rst cat: 115395 lot: 66070574, comp lk scr 3.5hex 4.75x30 st cat: 180553 lot: 65766900, comp lk scr 3.5hex 4.75x25 st cat: 180552 lot: 66008638, comp lk scr 3.5hex 4.75x25 st cat: 180552 lot: 65995016, comp lk scr 3.5hex 4.75x30 st cat: 180553 lot: 65930531, comp primary stem 12mm std cat: 113652 lot: 65213824, cr prolong 36mm brng std cat: 110031418 lot: 65994898, mini tray std cocr +0 offset cat: 110031399 lot: 66021978, comp rvrs shldr glnsp std 36mm cat: 115310 lot: j7465675. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised due to glenosphere becoming disassociated from the baseplate approximately two months post implantation. No further details or outcomes have been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial left reverse total shoulder performed. The operation notes provided were for the initial procedure and not the revision surgery. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. The reported event is not confirmed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following section was corrected: d4. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.